Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly battery reamer/drill device and the trigger was sticky. It was determined that the had a cracked/damaged housing, component and contact damage, a worn bearing, generated heat, and was unable to be assembled. It was further observed that the device had cosmetic damage due to a worn coupling. It was further determined that the device failed pretest for general condition, check cannulation, check for sticky trigger and mode switch-test. It was noted in the service order that the device cracked on the out casing as it was dropped. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the moving parts of the trigger not moving smoothly, the trigger being sticky, and the device generating heat, identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).